Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. No further patient complications were reported. It was further reported that on (B)(6) 2017 a CT of the abdomen without contrast was performed and revealed the cephalad tip of the inferior vena cava extends into the suprarenal ivc. Strut perforation is not confidently demonstrated as a discrete fat plane is not evident between the filter struts and the inferior vena cava.